Event description:
Patient was receiving an antibiotic infusion. Upon completion of infusion nurse went to remove tubing from pump and tubing became disconnected where the foot clamp fits into the pump, releasing the primary bag of normal saline all over the floor. This didn't directly "effect" the patient because the infusion was complete. However, if the bag had contained chemotherapy or other toxic agent it could have posed a serious safety risk to staff, patient, and visitors. This is our department's 4th incidence with tubing becoming detached from different locations.